Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 7304 implantable pacemaker cardio/defib 2009 (B)(6); 5076 implantable pacing lead 2009 (B)(6); 6947 implantable tachy lead 2009 (B)(6). (B)(4).

Event description:
It was reported that the device had shortened longevity reaching elective replacement indicator (eri) due to elevated left ventricular (lv) lead output. Therefore the device was removed and replaced with a new device and the lv lead remains in use. No patient complications have been reported as a result of this event.